Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit had powered down and did not come on correctly. A technical support specialist (tss) reported that the task involved resolving an error displayed on a station showing a black screen. The tss noted that the error indicated a missing value for a source parameter. A knowledge article was referenced, and an attempt was made to run a repository reset command, but this resulted in a dependency error. The tss then logged in with administrative credentials and rebooted the device. After reboot, the medication application launched but displayed the same error. Assistance was sought to reinstall the medication application, and the station was rebooted again to ensure pending patches were installed. The application was successfully launched after these steps. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, system went black screen with error message. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.